Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified obtuse marginal branch (om). A 2.50 x 32mm synergy¿ was advanced but failed to cross the lesion. The device was removed with a non-bsc guide extension catheter support, however, it was noted that the distal part of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.